Event description:
When nurse was opening universal extremity drape pack, it was discovered that the sterile outer cover of the pack had been glued to fenestration in the drape.====================== manufacturer response for surgical drape disposable, kimberly-clark universal extremity drape======================we have placed a call to the manufacturer's sale representative; we are waiting for a call back as of this writing.